Event description:
It was reported that resistance was encountered while removing a hemovac drain from the lumbar spine. In the additional attempt at removal, the drain broke off. Pt was sent to surgery to remove the retained portion which measured 8cm x 0.3cm.

Manufacturer narrative:
The device has not been returned for evaluation. The lot number was not provided, therefore, the device history record could not be reviewed. The directions for use states in the precaution section: "to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. It should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks". An on-site evaluation of the device will be conducted at the user facility the week of 12/06/2010. A follow-up will be provided if additional relevant info becomes available. (B)(4).